Event description:
It was reported that during the completion of a percutaneous transluminal coronary angioplasty treatment procedure a guide wire fracture occurred. The lesion was located in the mid left anterior descending (lad) artery. Vascular access was obtained via the right femoral artery. The 182cm luge guide wire was placed and a 6fr runway guide catheter was advanced. The lesion was pre-dilated with a 2.0mm x 20mm apex balloon, a 2.5mm x 28mm promus stent was implanted, and the stent was post-dilated with a 3.0mm x 20 quantum maverick. As the physician was removing the 3.0mm x 20 quantum maverick after the case, the proximal 30cm of the luge guide wire fractured outside of the patient. The physician did not notice any kinking in the luge prior to the fracture. The case was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).